Manufacturer narrative:
(B)(4). Expiration date 08 / 2006. Device manufacture date 08 / 2004. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to turn on her scs stimulation therapy. All of the programs auto-reduce when attempting to increase the amplitude. Follow up identified the patient's lead may be fractured. All of the lead impedances were out of range. In addition, the patient experienced a fall approximately a month ago. Surgical intervention may be taken to address the issue.